Event description:
Implant slipped in sinus floor.

Manufacturer narrative:
No product problem detected. Implant slipped in sinus floor and had to be removed during a surgery. Another surgical intervention was necessary. Dentist should have consulted instruction for use to prevent this from happen.